Manufacturer narrative:
The reported events were lead dislodgement, ¿lead slack issue¿, noise and far p-wave oversensing. As received, a complete lead was returned in one piece with the helix found retracted and clogged with blood/tissue. After cleaning the helix and cutting the lead, the helix can be extended and retracted by applying torque directly at the inner coil. The full helix extension length was measured within specification. The reported events of noise and far p-wave oversensing were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.

Event description:
Related manufacturer reference number: 2017865-2024-02042. It was reported a patient's right ventricular (rv) lead presented with far p-wave oversensing and noise due to dislodgement, confirmed via x-ray. The x-ray also found pacemaker migration and an rv lead slack issue. The rv lead was explanted and replaced in a procedure on (B)(6) 2024. The pacemaker was sutured into place within the same operation. Post-procedure the patient was stable.